Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer also reports seeing a battery icon which indicates a potential memory overwrite issue. No death or serious injury was reported. Meter units were in mg/dl, customer was expectng mmol/l.